Manufacturer narrative:
Product event summary: the lead was returned and analyzed. The distal conductor of the lead was extrinsically over-rotated. Visual summary analysis of the lead indicated damage at implant. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the implant procedure, the helix on this right ventricular (rv) lead was damaged, possibly due to difficulties encountered while obtaining access to the right atrium secondary to patient anatomy. The first time the helix extended slightly but would not fully extend. After several attempts, the helix would not extend at all. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.